Event description:
It was reported that the pt had a fall several months ago, sustaining a blow to the head at the connection of the leads and extension. The pt subsequently received no therapeutic effect from the left lead. Impedance tests revealed that all of the electrodes were out of range, at all voltages on the left lead. X-ray indicated a left lead fracture, at the tip of the boot. The right lead appeared to be stretched, but was electrically intact and remained implanted. The left lead was removed and replaced. There was no pt injury and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).